Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin programmer had overestimated the device longevity. Patient felt the notifier until later. A software update is available but has not been performed. Patient was stable. No further information available.